Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the non-calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a 2.5x20mm maverick balloon, timi ii flow was reached. The physician attempted to place the 3.50x24mm taxus liberte drug eluting stent, but was unable to cross the lesion due to a lack of good support with the guide catheter. The guide catheter was changed to an amplaz I. When re-introduced the choice pt guide wire, it was observed that one proximal stent strut was disarticulated. No patient complications were reported.

Manufacturer narrative:
A detailed examination of the returned device found that the proximal edge of the stent had its struts bent back distally. A detailed examination of the entire device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is unknown.